Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoscope reprocessor was displaying high cycle times even after replacing water filters. After troubleshooting and investigation was performed, it was observed that components requiring replacement caused the low water flow. The components were successfully replaced, test cycles were completed without error, and the unit is back in proper working condition. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was due to an increase in water pressure causing malfunction of the reprocessor. Moreover, foreign material accumulated in filter of water supply valve, which caused temporary blockage of the filter. Then amount of water supplied to reprocessing basin became weaker. Olympus will continue to monitor field performance for this device.